Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The low blood glucose level of customer was 41 mg/dl. Current blood glucose level of customer was 55 mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was found that customer had not experienced symptom at the time of incident. The auto mode feature was active at time of incident. Customer was treated with food for treating low blood glucose levels. The customer alleged that the insulin pump had over delivery anomaly but the pump passed the self test and the displacement test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.